Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: (B)(4). The gaia next 2 guide wire and the caravel microcatheter were returned for evaluation. The separated tip of the microcatheter was found twined around the guide wire at approximately 75 mm proximal to the wire tip. Coils around the separated catheter tip were disarranged. The coil wire remained in one piece. The remaining tip on the microcatheter was undulated with helical scratches observed at mid to distal segment of the catheter tip surface. The catheter tip end was stretched as it was torn by tensile stress. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion was applied on the catheter tip as the microcatheter was manipulated while the tip was being trapped in the calcified lesion. When the accumulated stress exceeded the product's design limit, it caused the tip to become twined around and stuck on the concomitant guide wire. Tensile stress generated with removal likely contributed to tear off the stuck tip. It was concluded that this event was not attributed to product quality. Although there were reportedly no adverse patient effects, tip damage observed on the returned caravel microcatheter was too severe to completely rule out a potentiality that some tip fragment(s) might be left in the patient. Instructions for use (IFU) states: [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); [warnings] do not insert or withdraw this microcatheter into or through stent struts; and, [malfunction and adverse effects] separation.

Event description:
It was reported that a percutaneous coronary intervention was performed to treat a moderately calcified 90-99% stenosis in #1 segment of the right coronary artery. After an asahi gaia next 2 guide wire crossed the lesion, an asahi caravel microcatheter was advanced over the guide wire. When the microcatheter reached the proximal side of the lesion, it failed to cross and removed from the artery. A radiopaque separated tip of the microcatheter was observed on the guide wire under the fluoroscopy. The tip of the removed microcatheter was found stretched. Another asahi guide wire was advanced parallel to the first guide wire and crossed the lesion. Another microcatheter was advanced over the second guide wire and the first guide wire was removed. The physician confirmed no radiopaque object was left in the artery and resumed the procedure. The blood flow was successfully reestablished with stent deployment. There were no adverse patient effects related to this tip separation.